Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tube separation is confirmed but the exact cause is unknown. One photo sample of a stylet t-lock assembly was returned for investigation. The extension leg with the blue-green hub was observed to be detached from the t-lock assembly. The split surface characteristics could not be observed through the photo sample provided. Based on the description of the reported event and photo sample provided, possible contributing factors include excessive tensile force and sharp instrument damage. Since the cause of the detachment could not be determined from the sample provided, the complaint is confirmed, cause unknown. A lot history review (lhr) of recs0657 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tubing came out at the junction. No further details at this time. 09/19/2018 additional details received: the rn noticed it after the procedure was completed when she noticed blood dripping out the side. It was stated the rn primed the tubing ahead of time, but did not notice it wasn¿t attached.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs0657 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tubing came out at the junction. No further details at this time. On 09/19/2018 additional details: the rn noticed it after the procedure was completed when she noticed blood dripping out the side. It was stated the rn primed the tubing ahead of time, but did not notice it wasn¿t attached.